Event description:
It was reported patient experienced ineffective stimulation with the scs system. Surgical intervention was undertaken wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Date of event is unknown.

Manufacturer narrative:
Analysis of the returned paddle lead did not identify any anomalies, that would have existed prior to explant, that would have contributed to the allegation. All segments of the returned lead were tested for continuity and no opens were found.